Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator delivered vt (tidal volume) was out of 10% tolerance. As of this time there is information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was not able to verify the reported issue. Unit was hooked up to a vt plus hf flow analyzer to monitor tidal volume and breath rate and peep (positive end expiratory pressure) no inaccurate readings were logged during the duration of the test. Vt (tidal volume)was within the 100% required value. Unit passed 260 hours of extended test at customer's settings without any unusual alarm or error condition. Unit passed initial final test using automated testing fixture . Passed initial alarm volume test with no restriction. Opened and inspected no anomalies found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.